Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed an unrelated call service alarm was unconfirmed for 9 hours, 21 minutes. A battery compartment crack was observed. The battery cap external coin slot was damaged; the battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.